Event description:
Customer reported table will not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Ordered floppy drive. 6/2 replaced floppy drive.